Manufacturer narrative:
Additional information was added: the device was manufactured from december 18, 2019 - december 19, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during an infusion. This was further described as; when the device was disconnected from the patient, two days after the start of the infusion, the nursing staff noted ¿the contents had not flowed through and the patient did not receive any of the dose.¿ the device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.